Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and topical skin adhesive was used. Before opening the package, it was found that there was a foreign substance on the product. There were no adverse consequences to the patient. Upon receipt and analysis of the sample, foreign matter was observed.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - please describe the type of foreign matter that was observed. Unk. - are there any photos of the foreign matter available? Sorry. It was already shipped to the investigation site. - please clarify the number of products involved in the event and how many to be returned? One product involved in the event and one product involved and one sample will be returned. H3 evaluation: one complaint sample . Visual analysis of the returned sample revealed that the device was returned. In addition, the tyvek was returned along with the instrument. Upon visual inspection, a unknown foreign matter was noted to be on the device. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. The reported complaint was observed. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.